Manufacturer narrative:
We have identified a link between the distance from bars and guide rails, and the weight placed on the side rails as the cause for the error. The distance is too low causing wear and tear, which leads to the side rail failing to stay latched under pressure. The affected bed is a bed at least 20 years old. Installation of the service kits mod1242 by hill-rom technician we believe further action at the present time is not required.

Event description:
Hill-rom received a report stating, "the side rails of the bed unlocked when a load was applied from above." There was no report of patient injury. This complaint has been documented in our system as (B)(4).